Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation. The following information was provided by the initial reporter. The customer stated: when centrifuged in 2000g for 10 minutes, the gel doesn't go up and does not separate the serum from the blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation and tubes being used after expiration. The following information was provided by the initial reporter. The customer stated: when centrifuged in 2000g for 10 minutes, the gel doesn't go up and does not separate the serum from the blood. Additional information -2022-04-08 tubes expired 28feb2022.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. The expiry date of the lot number was february 2022. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Bd makes no claims on expired materials. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
B.5. Event description: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation and tubes being used after expiration. The following information was provided by the initial reporter. The customer stated: when centrifuged in 2000g for 10 minutes, the gel doesn't go up and does not separate the serum from the blood. Additional information -2022-04-08 tubes expired 28feb2022. Imdrf annex a grid (1) : a210101.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation and tubes being used after expiration. The following information was provided by the initial reporter. The customer stated: when centrifuged in 2000g for 10 minutes, the gel doesn't go up and does not separate the serum from the blood. Additional information -2022-04-08 tubes expired 28feb2022.